Event description:
During use of the mckesson anesthesia-rx device (medication dispensing cart), a provider was unable to login to the anesthesia-rx software and received an invalid user ID/password error message while scanning his/her ID badge to gain access to the application. The error message was displayed to the provider while trying to login to the anesthesia-rx software while the screen saver was currently displayed on the screen. When this occurred, the anesthesia-rx device was temporarily unavailable which resulted in the delay of delivery of medication to the patient. The provider made additional, unsuccessful manual login attempts resulting in the same error message and temporary unavailability of the anesthesia-rx device. The needed medications were obtained by the provider from an alternate location and no patient injuries were reported as result of this issue.

Manufacturer narrative:
The manufacturer investigation determined that the inability for the provider to login was not caused by a malfunction in the software but rather due to the provider attempting to login to the application prior to the login screen being displayed. If the screen saver had not been displayed during the initial login attempt, the system would have accepted the scanned badge and correctly logged-in the provider; however, since the provider scanned the badge prior to the login prompt screen being displayed, the user ID could not properly be authenticated. Further investigation revealed that the additional, unsuccessful manual login attempts by the provider, were due to incorrect user ID entries into the application. In response to this occurrence, mckesson automation spoke to the customer and explained the causes of the error and the screen saver feature was turned off.